Event description:
It was reported to boston scientific corporation (bsc) that a uromax ultra urological balloon dilatation catheter kit was used during a ureteroscopy procedure (date unavailable). According to the complainant, the uromax ultra balloon was being used to dilate the patient's ureter. When the nurse was instructed by the physician to inflate the balloon she used the syringe as a gauge of pressure instead of an encore inflation device. As a result, the balloon was over inflated causing the patient to sustain a ureteral injury. The bsc sales representative confirmed that there is no alleged malfunction of the encore inflation device; rather there was a communication error between the physician and the nurse regarding pressure. Attempts to obtain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Follow up with the complainant revealed that the boston scientific corporation (bsc) sales representative was not present during the case. In preparation for ureteroscopy, the distal ureter was being dilated. Isovue 300 mixed with normal saline 50/50 was used to fill the balloon. The assistant (nurse) was asked to dilate to 4 atm of pressure but instead attempted to place the pressure dilation syringe at the 4 ml mark. It is unknown what the pressure was at the time the balloon burst as physician was not directly observing the pressure gauge. The dilation balloon fractured. The dilation catheter was withdrawn. Physician did not see any missing fragments. Ureteroscopy was then performed and the stone removed. A linear tear in the ureteral wall was noted of about 2 cm length with periureteral adipose tissue seen. Bleeding was minimal and ureteroscopy still possible. No fragments of the balloon were seen remaining in the patient. A ureteral stent was left in place for about four weeks to allow healing. No subsequent sequela were noted.

Manufacturer narrative:
(B)(4): balloon burst and inflation issue, respectively.